Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred after the customer had exited an airplane as well as while the customer was not outside of the labeled operating altitude range. Customer's blood glucose ranged from 100-183 mg/dl. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy.